Event description:
It was reported that the wiring on the on the megasuturecut needle driver instrument was loose. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode with the following clarification that the loose wire observed by the customer was a broken grip cable. One grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the instrument's broken grip cable found during failure analysis could likely cause or contribute to an adverse event if the failure mode were to recur.